Event description:
It was reported that the lead would not insert into the neurostimulator. Every attempt was made to put leads into the battery however the lead would not go in. The physician loosened the screws all the way out, checked the lead for damages, checked the battery for damages and nothing could physically be seen. In order to finish the case another neurostimulator was opened and used successfully.

Manufacturer narrative:
(B)(4).